Event description:
It was reported to ventec that the device was delivering lower fio2 (fraction of inspired oxygen) than set on the fio2 control. There was patient involvement associated with the reported event and the patient allegedly desaturated as a result of the reported issue. Medical personnel removed the patient from the vocsn and placed them on another device. The patient survived the reported event. No further information about the patient or the event was provided. Ventec has attempted to contact the reporter in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where proper device operation was observed through functional and performance testing. This device is a vocsn standard which does not support high-pressure external oxygen delivery or fio2 monitoring [vocsn clinical and technical manual -- vocsn configurations, p.13]. In order to properly test o2 production from the internal o2 concentrator an in-line connection through the bolus is required, and users should not connect the analyzer to the end of a patient circuit. Ventec confirmed that all internal o2 tests passed. The investigation determined that it's reasonable to conclude that the root cause of the reported low fio2 test results obtained by the reporter was likely user error due to attempting to perform a function not available on this unit and using incorrect testing methods. The cause of the reported patient desaturation could not be determined.